Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the excessive no delivery test due to prime anomaly; however, the insulin pump passed the currents test, self test, a21 error test, displacement, rewind, basic occlusion tests. The insulin pump had cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming motor error. Customer's blood glucose level was 439 mg/dl. She bolused to cover her high blood glucose level. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and the motor error alarm did not recur. The insulin pump also alarmed no delivery. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.